Manufacturer narrative:
Akiyama t, imamura h, goto m, et al. Pipeline flow diversion with adjunctive coil embolization for internal carotid artery aneurysms following an intradural component: results in 46 consecutive aneurysms from a japanese single-center experience. Neurosurgical review. January 2022:1-10. Doi:10.1007/s10143-021-01719-7. If information is provided in the future, a supplemental report will be issued.

Event description:
Akiyama t, imamura h, goto m, et al. Pipeline flow diversion with adjunctive coil embolization for internal carotid artery aneurysms following an intradural component: results in 46 consecutive aneurysms from a japanese single-center experience. Neurosurgical review. January 2022:1-10. Doi:10.1007/s10143-021-01719-7. Medtronic literature review found a report of patient complications in association with pipeline embolization device (ped). The purpose of this article was to evaluate the angiographic and clinical outcomes of intracranial aneurysms treated with ped with adjunctive coil embolization (ped/coil). A total of 46 aneurysms (43 patients) were treated with ped/coil. The median age was 64 years, and 37 of the patients were female. Thirty-seven patients were treated with a pipeline flex, and 6 were treated with a pipeline shield. The following intra- or post-procedural outcomes were noted: - 2 major adverse events within 30 days of the procedure occurred, which was defined as a 2 or more-point change in the patient¿s mrs score or persisting clinical symptom (ongoing clinical deficit) at 7 days after the event. - 5 minor adverse events within 30 days of the procedure occurred, which was defined as a 1-point change in the patient¿s mrs score. - 3 patients presented with symptomatic infarction as a procedure-related complication. - 2 patient¿s experienced hydrocephalus over a year after the procedure. - 2 patients had major neurological complications with permanent deficit. - 2 aneurysms required retreatment. - 5 aneurysms had subtotal filling (5¿95%, class b) at the latest angiographic imaging. - adjunctive balloon angioplasty was needed in 27 (62.8%) cases.